Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. The problems described in the patient report appear to match the damage found. This is a combined initial and final report.

Event description:
An explanted device was received for investigation. According to the device explantation report, broken or damaged implant housing was visible prior to device removal. It is alleged that the device contributed to re-implantation. No further information has been made available. The patient was re-implanted on (B)(6) 2017.